Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was no network information. The system would not load any network information in stealthstation configuration. The app kept saying that the network information timed out, including its attempt to load the endpoint information. Troubleshooting was performed. The local representative (cs) verified that the camera and system control unit (scu) were communicating with the system in the network device interface (ndi) tool box. She rebooted the system, but the issue was unresolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735994, lot #: nx2103o10401, ubd: unknown, UDI#: unknown work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that the router was replaced to resolve the issue. Codes b01, c02 and d02 are applicable to this evaluation. H3: analysis was performed for product: 9735994, lot number nx2103o10401. It was reported that it was unable to communicate with a n avigation bench test system. It would not reset / reconfigure. Codes b01, c02 and d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.